Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition was determined to be excessive force applied to the fill port during the filling of the device.

Manufacturer narrative:
(B)(4). Additional narrative: this is a product not distributed in the us and does not have a 510k number. A batch review has been conducted which revealed product met all of the acceptance criteria for release. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of fluid in the reservoir. The reported condition of a damaged fill port was confirmed via visual examination. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a damaged fill port during filling. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.